Manufacturer narrative:
The reported event was unconfirmed. Visual evaluation of the returned sample noted three opened (without original packaging), used silicone foley. Visual inspection of the third sample noted using the (in-house) syringe attempted to inflate the catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1 percentage aq methylene blue per 100ml distilled water) and inflated passively with no issues. With the (in-house) syringe attached the balloon deflated with no difficulties. The reported event could not be replicated. No root cause could be found because the reported event was unconfirmed. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The reported event is unconfirmed, a labeling review is not required. Correction: d, e, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that foley catheter had a pin hole at the y connector. Saline was coming out. Lot#ngjw3118. Foley catheter balloon would not deflate. Lot#ngjt2607. Balloon would not deflate lot#ngjs5070. Per customer via email on (B)(6) 2025, it was reported that lot# ngjw3118 item# 806514 customer stated that the bard foley had a pinhole in it at the y connector. Saline was came out. They went to test the foley securement, and it came out. Balloon was deflated. Lot# for the affected 2, 1 with balloon would not deflate. Lot# ngjs5070. Or lot# ngjt2607. Not sure what package either foley was pulled out of. The other one that customer did not know what was wrong with it was the 5070 lot.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that foley catheter had a pin hole at the y connector. Saline was coming out. Lot#ngjw3118. Foley catheter balloon would not deflate lot#ngjt2607. Balloon would not deflate lot#ngjs5070.